Event description:
Reporter noted bevelled edge of knife was on wrong side. This resulted in oblique incision, next to center of cornea, and damage to iris. Prognosis reported as significant astigmatism anticipated.